Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5535633, and no non-conformances related to the reported complaint condition were identified. Concomitant products: mentor smooth round high profile 300cc saline prosthesis, catalog #3503330, serial (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round high profile 300cc saline prosthesis and experienced right sided deflation post procedure. The deflation was confirmed by a physician. As a result, an explant is planned for (B)(6) 2019.